Event description:
It was reported that in the year between follow ups, the shock impedance from this right ventricular (rv) lead had risen from 60 ohms to 118 ohms. The physician suspected a rv lead conductor fracture, but this was not confirmed boston scientific technical services were contacted and discussed increasing the impedance alerts of the device and continue with remote monitoring. Lead integrity testing at the next follow up was also discussed. Recently, the shock impedance increased to 150 ohms and it was recommended to perform a 1.1j commanded shock to test the system integrity. However, because the patient's poor cardiac condition, it was elected to postpone lead testing until the normal replacement of the device. The physician reprogrammed the shock alerts of the device and is continuing with remote monitoring. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse effects reported.

Event description:
It was reported that in the year between follow ups, the shock impedance from this right ventricular (rv) lead had risen from 60 ohms to 118 ohms. The physician suspected a rv lead conductor fracture, but this was not confirmed boston scientific technical services were contacted and discussed increasing the impedance alerts of the device and continue with remote monitoring. Lead integrity testing at the next follow up was also discussed. At this time, the rv lead remains implanted and in service. The patient was stable with no adverse consequences.